Manufacturer narrative:
The physician did an ultrasound on the patient's ankle. The physician reports it was normal. Physician ordered a cysto to see if there are any other issues affecting the patient's uui (patient reports nocturia 1-2x per night and uui frequency of 3-4x per day, patient previously stated he wanted revi in order to not have to go to the restroom as often when flying home to (B)(6).) The patient experienced swelling that may or may not be related to the device.

Event description:
Patient swelling following treatment. Fcs reported :patient reports ankle swelling soon after use of the device, and swelling does not subside for days. Pictures are sent from patient provided to fcs.